Event description:
It was reported that the patient was not receiving adequate pain relief. Rotor and dye studies were performed; date and results were not reported. The pump and catheter were replaced. There was no patient injury, the patient recovered without sequela. The pump was used to deliver morphine.

Manufacturer narrative:
(B)(4) - the device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.